Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue, error code 53 was shown and the fiber-optic malfunction continued. The stm replaced the fiber-optic assembly as required. The fiber-optic error was clear from the end user screen on start-up and no further errors occurred. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the fiber-optic module on the cardiosave intra-aortic balloon pump (iabp) needed maintenance. It is unknown under which circumstances this event occurred; however, there was no patient harm and no adverse event was reported.